Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it took 45 turns to exercise the helix once the right ventricular (rv) lead was in the ventricle, and the same number to retract the helix. The physician questioned whether the torque was transferring to the tip of the lead. It was noted that the patient had tortuous anatomy and there was difficulty rounding a sharp turn. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.